Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, d9, g3, g6, h1, h2, h3, h6, and h11. This device has been analyzed but the final, approved draft of the engineering report and its conclusion is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, g3, g6, h1, h2, h3, h6, and h11. Complaint conclusion: as reported, after the patient arrived in recovery after using a 6-12f mynx control venous (mcv) vascular closure device (vcd), blood was noticed on the gauze under the tegaderm on the patient's right groin after the patient coughed deeply. When the recovery nurse removed the tegaderm and gauze, she noticed that the mynx sealant had completely come out of the patient's site where the non-cordis ablation system was used, at which point the patient's site began actively bleeding. Manual compression was then used to achieve hemostasis, and bedrest was extended from three hours to six hours. There was no other reported patient outcome. The procedure was a pulse frequency ablation (pfa) with a non-cordis ablation system. The pfa venous access site on the right was downsized to an 11f avanti sheath. The tech then closed all three venous access sites with the mcv. There was two 11f on the right, and one 8f on the left. All deployments were successful and hemostasis was achieved. The 6f-12f mynx control venous vcd was not returned for evaluation. However, the sealant was returned for analysis as well as an image of the expelled sealant. Per the picture analysis, the graphic material shows what appears to be a deployed sealant with blood. No additional details were observable in the graphic material provided. Per visual analysis of the returned sealant, a complete visual inspection of the device could not be performed due to the absence of the handle, delivery system, and related components. Functional analysis could not be performed. Functional testing requires a complete device to simulate deployment, inflation/deflation, or operational performance. Since no device was returned and only sealant material was available, functional testing could not be conducted. The reported event of ¿sealant-inability to achieve hemostasis¿ was not observed through analysis of the image and sealant received as evidence of the bleeding event was not provided. However, the event of ¿foreign body reaction¿ was observed due to the receipt of the expelled sealant as well as the image provided. The exact cause of the issue experienced could not be determined during picture/product evaluation. Failing to achieve hemostasis after vascular closure of a vein is a common procedural complication and is frequently related to stick technique, anticoagulation, adequate sheath/device removal technique, the proper placement of the sealant at the venotomy, and the patient's compliance to decreased mobility of the limb affected in order to promote coagulation. A foreign body reaction, which is defined as the expelling of the sealant from the tissue tract post deployment, is a known potential adverse event associated with the polyethylene glycol (peg) sealant after implantation in the patient. Foreign body reactions can occur due to patient factors (such as the patient¿s sensitivity to the sealant material), procedural factors (such as improper placement of the sealant within the patient), and the post-care treatment of the access site. Based on the information available for review, patient factors (bleeding began after coughing deeply) likely contributed to the sealant expulsion noted and the subsequent bleeding as the movement and pressure that can occur to the site while coughing can affect efficacy of the closure. It should be noted that the patient brochure instructs patients to press with their palm on top of the dressing/bandage while coughing, sneezing, or straining for a bowel movement. Although not intended as a mitigation of risk, the information for safety within the IFU and patient brochure is provided in the product¿s labeling with the intent to make the user and patient aware of the risks. According to the mynx control venous instructions for use (IFU), users are informed to maintain fingertip compression on the skin during removal of the device with the procedural sheath from the patient and to continue to apply fingertip compression for up to 1 minute or as needed. The user is then instructed to apply a sterile dressing once hemostasis is achieved. According to the patient brochure, it instructs, ¿modify activity for 3 days or more: no driving on day of discharge. No strenuous activity, exercise, pushing or pulling. No heavy lifting of anything over 5 pounds. Avoid driving unless necessary. Avoid stairs, but if necessary, go slowly. While coughing, sneezing, or straining for a bowel movement: press with your palm on top of the dressing/bandage. Consult your doctor about returning to work or sexual activity.¿ neither the picture analysis, product analysis, nor the available information suggests that the reported events could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
This device is reported to be available for analysis but has not been documented as received at the time of this report. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, after the patient arrived in recovery after use of a 6-12f mynx control venous (mcv) vascular closure device (vcd), blood was noticed on the gauze under the tegaderm on the patient's right groin after the patient coughed deeply. When the recovery nurse removed the tegaderm and gauze, she noticed that the mynx sealant had completely come out of the patient's site where the non cordis ablation system was used, at which point the patient's site began actively bleeding. Manual compression was then used to achieve hemostasis, and bedrest was extended from three hours to six hours. There was no other reported patient outcome. The procedure was a pulse frequency ablation (pfa) with a non cordis ablation system. The pfa venous access site on the right was downsized to an 11f avanti sheath. The tech then closed all three venous access sites with the mcv. There was two 11f on the right, and one 8f on the left. All deployments were successful and hemostasis was achieved. The device and sealant will be returned for evaluation.

Event description:
As reported, after the patient arrived in recovery after use of a 6-12f mynx control venous (mcv) vascular closure device (vcd), blood was noticed on the gauze under the tegaderm on the patient's right groin after the patient coughed deeply. When the recovery nurse removed the tegaderm and gauze, she noticed that the mynx sealant had completely come out of the patient's site where the non cordis ablation system was used, at which point the patient's site began actively bleeding. Manual compression was then used to achieve hemostasis, and bedrest was extended from three hours to six hours. There was no other reported patient outcome. The procedure was a pulse frequency ablation (pfa) with a non cordis ablation system. The pfa venous access site on the right was downsized to an 11f avanti sheath. The tech then closed all three venous access sites with the mcv. There was two 11f on the right, and one 8f on the left. All deployments were successful and hemostasis was achieved. The device will not be returned, however, the sealant will be returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.